Manufacturer narrative:
Date rec¿d by MFR : 09aug2019, date of report : 13aug2019. Failure analysis on the returned oxygen valve shows that this o2 valve solenoid was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. The service engineer (se) inspected the device. The flow sensor will be replaced to address the reported issue.

Event description:
Statement: it was reported that the ventilator was failing the flow accuracy test several times. There was no patient involvement. Event date not specified, estimate used.